Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system date and time were incorrect and remained stuck after the station powered off. Upon powering the system back on, the date reverted to a previous value and did not retain updates. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cmos battery issue caused incorrect date/time retention after power loss. The field service engineer (fse) inspected the station all-in-one (aio) bios functions and network time protocol (ntp) configuration, confirmed proper synchronization, identified date reset to (B)(6) 2009 after power loss indicating a failed cmos battery, and replaced the non-serviceable aio device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.